Event description:
Procedure: gastrectomy. According to the reporter: the suture broke after passing through tissue. Surgery time was delayed approximately 10 minutes. Product continued to be used to complete the case.

Manufacturer narrative:
Initial report sent to FDA on 01/25/2008.